Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2021, product type: lead, product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2021, product type: lead. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: 15-apr-2025, UDI#: (B)(4); product ID: 977a260, serial/lot #: (B)(4), ubd: 15-apr-2025, UDI#: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for spinal pain indications. The reason for call was that the rtm and controller were replaced about a month ago, however yesterday they were traveling and turned the controller on and unlocked the controller when the controller displayed settings not available after the ins was found. Pt stated that the normal screen displayed when they pressed ok on the settings not available screen, however they could decrease the stimulation but not increase the stimulation. Pt stated that they were using group c and had groups a and b available as well. Pt stated that they got the same settings not available message when using group a. Pt stated that they could increase and decrease the stimulation when using group b. The patient was redirected to their healthcare provider to further address the issue. Pt noted that hcp was at the spine care center in (B)(6). Pt stated that they had a rep in (B)(6) but the rep wasn't terribly reliable, so they would go back to (B)(6) and talk to (B)(6). Pt stated that they would try to contact the rep in (B)(6) to further address the reported issue. Redirected caller: patient's hcp. Additional information from the patient indicated that they contacted patient services and they went to get reprogrammed. The issue was resolved. Additional information was reported from the patient. Pt called from registered number and mentioned their controller fell off their night stand on saturday and now they got a "settings not available" message again on saturday. Patient services specialist(pss) explained the meaning of the message and redirected to hcp. Pt reiterated details of case. Pt said they had talked to the mdt rep. In (B)(6) named (B)(4) and called their mdt rep. In (B)(6) who told them the spinal cord stimulator(scs) could be reprogrammed to fix the settings not available message. Pt said they had to reprogram around some of the broken leads(pt said they learned some of the leads broke in (B)(6) 2022).

Event description:
Information was received from a manufacturer representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that there were high impedances. Impedances on electrodes 2,3,5,6,9,10,12,13,14,15. The rep also noted a loss of stimulation. The rep used electrodes without high impedances. The issue is ongoing. Additional information was received from the manufacturer representative (rep). Effective therapy was established using electrodes without impedances. Additional information was received from the patient. They reported that too much time has elapsed to recall details. Patient stated the cause of the broken leads is unknown, was doing heavy work putting down stone and pavers around that time. Patient stated a manufacturer representative (rep) reprogrammed to use other leads. Patient stated the issue was not resolved, more leads have cracked/broke since then. The surgeon does not want to take action until more leads break. Additional information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was pt said that they have been seeing settings not available and battery low screen, even though the battery was not low. Pt couldn't increase stimulation so they moved from group a to b and it worked, and group c worked, and back to group a and that worked as well. Pt says they haven't had any falls or trauma, and hasn't been around any emi sources recently. Patient services (pss) redirected to healthcare provider (hcp). The issue was not resolved.

Manufacturer narrative:
D10: section d information references the main component of the system and other applicable components are the leads. Product ID: 977a260, serial# (B)(6), implanted: (B)(6) 2021, product type: lead. Product ID: 977a260, serial# (B)(6), implanted: (B)(6) 2021, product type: lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
H3: analysis found implantable neurostimulator (ins) serial number:(B)(6) code c200/stim ins functioning okay with insignificant anomalies. Analysis found on the vectris surescan MRI scs lead serial number (B)(6) code c300 where the distal end of the stim lead a broken conductor also another code c300 the stim lead body conductor broken and the injex achor site. Analysis found on the vectris surescan MRI scs lead serial number (B)(6) code c300 the stim lead body conductor broken and the injex achor site. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation of d10: product ID 977a260 lot# serial# (B)(6) implanted: (B)(6)2021 explanted: product type lead product ID 977a260 lot# serial# (B)(6) implanted: (B)(6)2021 explanted: product type lead medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Rep reported the patient is following up with his physician in virginia about replacing the leads. Rep programmed around the leads with high impedances and the hcp office reached out to him to discuss replacing the leads, he refused to see the physician here in (B)(6) and wants to see his implanting physician in (B)(6).

Event description:
Additional information received from a manufacturer representative (rep). It was reported the lead revision surgery occurred on (B)(6) 2022. Both leads and battery were replaced. Impedances at the time of the procedure were within expected range for the new leads. At this time, the issue is resolved. The leads will be sent back to medtronic on january 04, 2023.

Manufacturer narrative:
Continuation of d10: product ID 977a260 lot# serial# (B)(6) implanted: (B)(6) 2021 explanted: (B)(6) 2022 product type lead product ID 977a260 lot# serial# (B)(6) implanted: (B)(6) 2021 explanted: (B)(6) 2022 product type lead medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis#: (B)(4): analysis information: 2023-02-06 14:15:47 cst pli#: 10, product ID#: 97715 . The returned device was subjected to a series of standard tests that include but is not limited to visual inspection, output and telemetry testing, and functional testing. The implantable neurostimulator (ins) passed functional testing. Continuation of d10: product ID: 977a260, lot#serial#: (B)(6); implanted: on (B)(6) 2021; explanted: on (B)(6) 2022; product type: lead. The returned device was subjected to a series of standard tests that include but is not limited to visual inspection and electrical testing. Analysis identified that the conductors 2 and 5 are broken at their electrode crimp sleeve. Conductors 6 and 7 are both broken at the injex bumpy anchor at 19.0 cm from the distal end. Product ID: 977a260; lot#serial#: (B)(6); implanted: on (B)(6) 2021; explanted: on (B)(6) 2022; product type lead; h3. The returned device was subjected to a series of standard tests that include but is not limited to visual inspection and electrical testing. Analysis identified that all conductors are broken just distal of the injex bumpy anchor at 17.5 cm from the distal end. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Continuation of d10: product ID: 977a260, lot# serial# (B)(6), implanted: (B)(6) 2021, product type: lead, product ID: 977a260, lot# serial# (B)(6), implanted: (B)(6) 2021, product type: lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient began experiencing high impedances with his electrodes in june of 2022. He normally sees a rep in (B)(6) ny for reprogramming's but was originally implanted by (B)(6) dr. The patient reports that each time he sees the rep in (B)(6) ny there are more and more electrodes that are "out" with impedances and cannot be programmed on. Since his last 2 reprogramming, he has lost therapy efficacy and has not been able to be reprogrammed on viable electrodes to capture his pain. The patient reports that at one of his reprogramming sessions, the rep asked that he twist from side to side to test differences in impedances. When he twists, some electrodes had "opened up" to be within normal range. This phenomenon could not be reproduced when I saw him in the office today.

Event description:
Additional information was received from the patient. They called back and noted they had the implantable neurostimulator (ins) replaced due to the lead issues from this case and the "electrodes" failed.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Further information was received from patient stating; patient met with rep who reprogrammed the remaining leads. The issue was not resolved patient stated if more leads fail device will have to be replaced.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.